Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As the implant date is unknown, the date of this report has been entered into the required field. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
It was reported that the patient had a three level acdf (anterior cervical discectomy and fusion) procedure about 1.5 years ago. Surgeon noted that patient had a non-union at one or more levels. Fracture of a graft was noted and one of the skyline screws securing a concomitant device skyline cervical plate had backed out. Revision surgery was performed.